Event description:
It was impossible to remove the catheter surgically as it seems there were some adhesions between the tissue and the intravenous portion of the catheter that bridles this part into the vessel. Bridled portion still into the body. Pt injury indicated. Interventional surgery required. No other info provided.